Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 20-may-2024 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution. The event can be [detected/prevented] by following the instructions for use which state: the subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif/cf/pcf-290 series, operation manual, chapter 3, "preparation and inspection" describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5, "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the adhesive of the bending section cover had a chip, a crack, and a white-clouded area due to chemical or physical stress. It was observed that the adhesive around the objective lens and light guide lens had a white-clouded area due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: image guide protector, universal cord, and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the facility presoaked the endoscope in detergent solution. It was unknown if the facility wiped or brushed the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a reduced angulation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.